Manufacturer narrative:
(B)(4). Additional MFR narrative: describe event or problem.

Event description:
The account manager stated that the handle physically fell apart while the needle was in the system obtaining tissue biopsy. Because the needle was engaged and the handle separated, the user was unable to remove the needle from the system. Because they were unable to remove the needle, the entire system was removed. It was at this time the tech was stuck by the needle. The safety shield was unable to engage because the needle could not be removed through the handle. The tech had received (B)(6) testing and followed the hospital protocol.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a benign liver biopsy, the physician put the needle through the scope after the first pass. The sharkcore handle separated at the handle connection. There was user injury- the tech stuck finger with needle. The device was used in the patient but there was no patient injury such as perforation or bleeding. The patient's condition after the procedure was fine. Patient information is not available. Follow up information was requested from the account but answers have not yet been received; should we receive additional information, a supplemental will be submitted.